Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient expired due to a hemorrhagic stroke. The patient was inpatient at a rehab facility at the time of the event, and had complained of headache and blurry vision. The patient experienced two seizures, and a computerized tomography (CT) scan revealed a new acute intracranial hemorrhage. The extensive acute hemorrhage was within the right lateral ventricle, 3rd and 4th ventricle. The temporal horns were enlarged bilaterally. The patient had been taking the anticoagulant warfarin at the time of the event. No additional information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.